Manufacturer narrative:
The medical device brand name, medical device catalog #, medical device lot #, medical device manufacturer, medical device expiration date, and device manufacture date have been updated. The following information has been updated: medical device brand name: bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, medical device manufacturer: becton, dickinson & co. (Broken bow), medical device catalog #: 367587, medical device lot #: 8249502, unique identifier (UDI) #: (B)(4), medical device expiration date: 2020-01-31, medical device manufacturer: becton, dickinson & co. (Broken bow), PMA / 510(k)#: k945952 and device manufacture date: 2018-09-06.

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under fill during use. The following information was provided by the initial reporter: underfilling/no vacuum issue in sst ii 5ml vacutainer.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under fill during use. The following information was provided by the initial reporter: underfilling/no vacuum issue in sst ii 5ml vacutainer.

Manufacturer narrative:
Describe event or problem: it was reported that 5 bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced under fill during use. The following information was provided by the initial reporter: underfilling/no vacuum issue in sst ii 5ml vacutainer investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was observed. Testing of the retain samples was also conducted and underfill was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: bd has initiated further investigation through CAPA#260774 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 5 bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced under fill during use. The following information was provided by the initial reporter: underfilling/no vacuum issue in sst ii 5ml vacutainer.